Event description:
The report stated that during an abdominal hysterectomy, after a complete sealing cycle with an end tone, the ligasure handpiece would not release the tissue. There was no reported injury to the pt.

Manufacturer narrative:
While the eval of the incident device showed the device peforms according to specification, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position." Additionally, valleylab has also found that if the jaws are not cleaned as instructed in the IFU eschar can buildup and cause the jaws to stick to the sealed tissue. Valleylab has issued a hotline bulletin to inform customers on how to avoid tissue buildup that can lead to sticking.